Event description:
Pt reported that she has experienced high blood glucose for the past couple of days, and she alleged device is at fault. Pt bolused to reduce blood glucose level, but blood glucose only came down to 578 mg/dl and 541 mg/dl (from a level of "hi"). Pt then disconnected from device and went on injection therapy. Pt's blood glucose came down to 140 mg/dl on injection therapy. Pt also reported device making squeaking sound. No error messages were generated by device.